Event description:
Mating interaction failure was reported where a drill bit became stuck in the drill guide which led to the removal of the inner metal part of the drill guide. There was no metal shaving in the patient and no significant delay in surgery time. There was no patient harm reported as a result of this failure.